Event description:
It was reported that this lead was explanted due to an unknown cause. A new lead was implanted. No additional adverse patient effects were reported. Additional information has been requested regarding event cause and product return status.